Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds from 1.1 volts at 0.4 milli seconds up to 3.4 volts at 1.0 milli seconds due to micro dislodgement with slight less lead slack which was confirmed via x ray and lead testing. In addition, the rv lead sensing was from 9.2 milli volts at implant down to 2.4 milli volts and impedance was from 667 ohms down to 583 ohms. The patient amplitude output was increased until lead revision. Additional information indicated that this rv lead was surgically explanted, replaced with a different model and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Visual inspection revealed no abnormalities. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds from 1.1 volts at 0.4 milli seconds up to 3.4 volts at 1.0 milli seconds due to micro dislodgement with slight less lead slack which was confirmed via x ray and lead testing. In addition, the rv lead sensing was from 9.2 milli volts at implant down to 2.4 milli volts and impedance was from 667 ohms down to 583 ohms. The patient amplitude output was increased until lead revision. Additional information indicated that this rv lead was surgically explanted, replaced with a different model and will be returned for analysis. No additional adverse patient effects were reported.